Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00115. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic bronchial valve insertion, a small plastic piece on the distal end of the broncho videoscope was chipping and breaking into the patient. The procedure was completed with the same device. No additional information was available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and functional testing, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation, a-rubber glue peeling with peeling with flaking at the edge; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.